Event description:
The affiliate is reporting that the locking trocar of a rigidfix cross pin kit broke off into the pt's body. There were no complications - the broken fragment was quickly and easily retrieved from the pt with no pt consequences.

Manufacturer narrative:
The complaint device was received and evaluated visually, both with the naked eye and under magnification. Returned was a severely abraded guidesleeve that was galled to an interlocking trocar. The distal end of the guidesleeve was so severely abraded that it appears to have fatigued and fractured. The remaining distal portion of the guidesleeve appeared to have traveled a few centimeters further down the length of the trocar, where the trocar also eventually fractured off. This likely occurred when the user was attempting to remove it. The mating fractured ends of the trocar have been discolored, likely due to heat caused by friction. The distal portion of the guidesleeve was assembled and galled to the distal tip of the trocar. One of the interlocking pins of the trocar that sit in the guidesleeve hub has also fractured off. This failure mode has historically been attributed to user technique. We hypothesize that during drilling into the femur, a burr can be created causing grooves to be driven into the guidesleeve, causing the guidesleeve to gall and assemble onto the trocar so that the components cannot be separated. This is believed to be due to off-axial alignment during drilling; if the user's body is not aligned with the drill, that is, placing his body on the ventral side of the pt instead of laterally, this poses potential for off-axis alignment. Also, if the trocar and sleeve assembly are rocked side to side in the guideframe sleeve channel during use, heat could be generated from friction and material could come off of the sleeve, creating a burr. Further, to preclude or verify lot anomalies, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Also, a review into the mitek complaints system revealed no other complaints of any kind for this lot of 1,000 devices that were released to distribution. Although the failure mode is a hypothesis, technique association is based on empirical and historical clinical observations. No further action is warranted at this time.